Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead dislodged and had loss of capture. The complete dislodgment was seen on fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.